Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 08:15 p.m., the customer obtained a blood glucose reading of 325 mg/dl on her contour next link meter. Within 3 minutes, she performed a retesting using a different contour next link meter and obtained a result of 161 mg/dl. For the past two days, the customer received blood glucose readings higher than usual. Based on these readings, she increased her insulin dosage by approximately 5 units, after which, she became sweaty and had a light headache. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. No test strips were left in the bottle to perform evaluation. Replacement meter kit was sent to the customer.